Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had interface queries and missing data. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showed up on the machine and patients medications list were not accurate. A technical support specialist (tsc) was unable to obtain an update from the customer. Since there had been no response to the ticket for more than three follow-up intervals, tsc proceeded to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had interface queries and missing data. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.